Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0x33 mm xience prime stent was implanted in the proximal left anterior descending coronary artery. Approximately two and a half years later, the patient was hospitalized and treatment was given. On (B)(6) 2016, the patient expired from unknown causes. An autopsy was not performed. No additional information was provided.